Manufacturer narrative:
The investigation for the reported product damage (guidewire damage - peripheral vessels) has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However the cause of the failure mode was use related since the guidewire got stuck in another device. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a 0.018" guidewire became caught on a diagnostic catheter. The wire was removed and then reinserted. The patient ultimately expired due to multiple organ failure, and the physician noted that there was no allegation of a device issue related to this outcome. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).